Manufacturer narrative:
(B)(4). This complaint for air in the patient line with a report of a low drain volume alarm (ldv) during initial drain was not confirmed and the root cause was not determined due to a lack of sample. The batch review was not performed since a lot number was not available. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
The customer reported to corporate product surveillance (cps) of a v-link luer, in which the luer threading was broken and connected to an unknown arrow international catheter. The patient was receiving a levophed through the port. It is unknown how long into the infusion it occurred. The patient became hypotensive (level unknown.) It is unknown what interventions were needed. The nurse was about to start a third pressor (unknown) when she noted blood mixed with the intravenous (IV) infusions was on the patient's pillow. Part of the v-link connected to the tubing was broken. The v-link was attached to an unknown blue anti-reflux valve, which was connected to a b braun tri-port connector (christmas tree). The christmas tree is where multiple medications were infusing.

Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm (ldv) during initial drain on the homechoice (hc). During troubleshooting with the technical service representative (tsr) the cg reported the patient line was full of air. The tsr explained the home patient (hp) will need to start over with new supplies and to make sure that the hc was fully primed before connecting hp. The tsr then walked cg through ending therapy early procedure. The cg ended therapy and will start over with new supplies. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If additional information becomes available, then a follow up MDR will be submitted.